Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: primary alarm failed" error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) noted that the customer's v60 ventilator displayed a "check vent: primary alarm failed" error code. The se reported that the "check vent: primary alarm failed" (motor speaker fail, diagnostic code 1102) occurred in the repair center and occurrence record of the alarm was also confirmed in the event log. The speaker #1 was replaced then the issue was resolved.

Manufacturer narrative:
(B)(6) .

Manufacturer narrative:
H10: the suspected speaker was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "the product investigation lab (pil) has verified by a temporary install of the suspect speaker onto the pil standard test bed (stb) and noted that there was an alarm for check vent: primary alarm failed with repeat of e1102 error code during the diagnostic portion of the stb operation. In addition, the pil tech verified that the speaker failed pin to pin and solder to solder joint testing. The failure of this returned speaker is due to high and out of spec open resistance noted on the voice coil of the speaker. Pil could conclude that the returned suspect speaker is faulty." H11: d4 - product UDI #.